Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to the clinic with device at eri. Upon further review of the battery voltage trend, it was found that the battery voltage had significantly dropped and is at end of service. Device was explanted and replaced. Patient is fine.

Manufacturer narrative:
The reported voltage drop was confirmed in the laboratory and was due to excess hv charges caused by noise. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.